Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the patient said her pump has moved and was causing pain. Moreover, the patient unable to use her ptm to give bolus because she could not reach the pump to put the communicator over it any longer. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was referred to a surgeon. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.

Manufacturer narrative:
H6 codes have also been corrected to reflect the provided information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative (rep) and confirmed with the physician reported that no surgical intervention scheduled. The cause of the patient pain was not determined and the patient's pain had not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for an unknown indication for use. It was asked and unknown when the event/difficulty occurred. It was reported a pump pocket revision was planned and scheduled for (B)(6) 2024. The provider had no additional information. There were no known environmental, external, patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available. Additional information was received from a company representative (rep) on (B)(6) 2024 and it was reported the patient underwent a pump pocket revision. The pump was moved down and more superficial. The catheter was not touched. Further information was received on (B)(6) 2024 from the healthcare provider (hcp) via the rep and it was reported that the pump was difficult to fill and was not comfortable for the patient, regarding the reason for needing to move the pump down and more superficial. It was noted there was no pump movement prior to the revision. The event was resolved.